Event description:
It was reported that the patient was presented remotely via merlin.net. The transmission from (B)(6) 2026 showed ventricular noise. No intervention was performed. The pacemaker and the right ventricular lead remained implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report 2017865-2026-04668, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.